Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported catheter dye study was done in 2017, and they were unable to aspirate. The patient went to the surgeon and had their pump and catheter replaced. No patient symptoms were reported. The representative also stated it was odd that they replaced the pump, but had no idea why that would have been done. No further patient complications were reported.